Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose level. The customer's blood glucose level was 600 mg/dl at the time of the incident. The customer was assisted in troubleshooting. The customer was not alleging that the insulin pump was under delivering. She was treated with insulin pump. The customer's other blood glucose level was 145 mg/dl. The insulin pump will not be returned for analysis.